Event description:
It was reported that during a lung resection procedure, the device did not staple. Another device was used to complete the procedure. There is no further info available. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.